Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1114am. The patient reported blood glucose results of "227 mg/dl" with the subject meter and "31 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 30 minutes after the alleged issue begun, the patient claimed she had difficulty breathing and felt low blood glucose symptoms of cold sweats and was incoherent. At 1215pm that same afternoon, the patient went to the emergency room (ER) and was administered a "glucose injection." At an unspecified date/time, the patient obtained a blood glucose result of "122 mg/dl" with another device. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca educated the patient about correctly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(6) 2011 - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.